Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that the implant battery was bad. The implant was replaced. Further information reported that the patient had a CT related to the implant because of the burning pain at the battery site.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported she had problems with the implantable neurostimulator (ins) from day one. She had pain from it and it started as soon as they put the ins in. Her pain management healthcare provider (hcp) just kept giving her more pain medications. The patient said it was a bad battery and it was replaced in (B)(6). The hcp did a cat scan and called the manufacturer's representative (rep) and they both said it was a bad battery. The patient said because of the bad battery, she had to take time off of work, had to go through another surgery, they had to cut her on the other side to put another ins in, and now she had an extra scar and medical bills. This occurred suddenly.

Manufacturer narrative:
Functionally okay / insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative that the implantable neurostimulator (ins) was burning her and she believed it was getting hot. Additional information received from the patient reported the implant site felt like it was on fire, that "the battery in her body feels like it is hot and on fire.". It was noted that the battery was alongside her spine, which was where she felt like the battery was on fire. The implant in the upper buttock area is not where she felt the fire. The patient complained that the ins caused a burning pain in area around the ins and the burning got worse when she used therapy. Further information received from the representative reported that the cause for the burning sensation had not been determined, impedances were all fine, no diagnostics were performed, and the burning sensation had not resolved. The patient was scheduled for a revision on (B)(6) 2015 wherein the physician was replacing the ins and moving the pocket to the opposite side. Follow-up was being conducted to determine if cause was determined, if resolved, and patient outcome. If received, a supplemental report will be submitted. Indication for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the patient reported that they were upset that their battery that was put in was a bad battery. The patient wanted to check on what was being done. The patient reported that the old device had even given them shocks when stimulation was off. The patient stated that it hurt to breath. The patient stated that the health care professional (hcp) said the outside of the skin was turning dark prior to it being removed. As soon as the patient got the new device in they felt a difference.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative (rep) in response to follow-up reported that the burning sensation resolved after the revision surgery but the cause had not been determined. The patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.